Event description:
Pt on stretcher with side rails up x2. Found with right shoulder and arm through side rail with head and neck between first vertical bar on side rail and mattress. Pt's neck was wedged between rail and mattress as to cause asphyxiation. Pt found with no pulse or respirations. Pt resuscitated and admitted to facility in critical condition and expired 2006. Upon eval of stretcher, side rails were observed to be loose with pivot bolts loose.